Event description:
See manufacturer¿s report #3004209178-2015-09806 for the patient¿s lead issue.

Event description:
It was reported that the patient had a return of urinary tract infections (utis) and retention which started in (B)(6) 2013. It was noted that the patient had their implantable neurostimulator (ins) implanted for pain with urination due to interstitial cystitis (ic) and chronic utis due to retention. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v738951, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).